Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinic that when the patient placed the remote monitor wand directly on the skin, the patient was burned. The patient also noted that during the next transmission a shirt was worn and the patient did not get burned but the wand still felt warm. The clinic ordered the patient a new monitor. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: the remote monitor 24950, (B)(4) was returned and analyzed. No defect was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.